Event description:
It was reported that the patient, with an ambicor penile prosthesis (app), experienced an infection and found the app pump was coming out of the scrotum. The app was explanted, and physician performed wound irrigation with antibiotics. A tactra was placed temporarily to later be substituted with an inflatable penile prosthesis (ipp). No patient complications reported.

Manufacturer narrative:
Based on the information available, the product analysis was unable to confirm the reported infection and extrusion out of the scrotum because the ambicor penile prosthesis (app) was not returned to boston scientific. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the manufacturing documentation could not be performed, as the lot and serial numbers were unable to be obtained. Further review did confirm that infection and extrusion are adverse events of the surgical procedure involving the app implant. These events are anticipated in nature and severity per the instructions for use and hazard analysis. To reflect this product analysis, a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient, with an ambicor penile prosthesis (app), experienced an infection and found the app pump was coming out of the scrotum. The app was explanted, and physician performed wound irrigation with antibiotics. A tactra was placed temporarily to later be substituted with an inflatable penile prosthesis (ipp). No patient complications reported.